Manufacturer narrative:
The pump gave an alarm during the rewind due to an out of phase motor encoder signal. Unable to perform any tests or verify the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 149mg/dl. The customer states the presence of motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.